Manufacturer narrative:
H3: the device was received for evaluation. The device history review could not be performed due to logistical issues with the closure of the keene site and their transfer of DHR records. Visual and functional tests were performed, which confirmed the issue of the catheter being severed. The probable cause was unknown. The timeframe of the occurrence could not be determined. No further action was taken.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the crna was placing epidural for labor delivery. When he attempted to pull back on the catheter, the catheter broke. Approximately 5 cm of the catheter was left in the patient's back. There were patient involvement and no adverse event reported.